Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the angulation in the up direction was out of standards due to the worn angle wire, the forceps raising angle was out of standards due to the cut knob wire, the image has a shadow due to the broken charged coupled device unit, the gap on the up/down knob was out of standards due to the worn angle wire, the charged coupled device lens had scratches, the bending section cover rubber adhesive was broken, the connecting tube was corrugated, the suction cover was deformed, the connecting tube protector was cut off, the electrical connector was corroded, and the distal end was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope elevator was completely cut off. The issue was observed during routine maintenance. There were no reports of patient or user harm associated with the event. The device was returned to olympus for a device evaluation and found the light guide lens inside was discolored. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed discoloration/foreign material inside the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, resulting in the adhesive around lens to peel off allowing moisture to enterer the lens and corroding. Since the foreign material was not attached to an external surface, it likely could not be removed during reprocessing. The event may be detected by following the instructions for use section below: evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.